Event description:
This lead and the associated pacemaker were replaced due to noise on the atrial channel. This lead seemed to test fine but the physician wanted to replace both items. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.